Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient feels her ipg is not secure in the pocket. The patient's doctor advised her to wear an abdominal binder while scar tissue forms inside the pocket.